Manufacturer narrative:
(B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative replaced the processor board and subsequent functional checks did not identify further issues. The replaced board was returned to (B)(4) for further evaluation. The board was tested on the s5 roller pump test bench and was found to function according to specification. The technician investigated the supply voltage and soldering joints and tested the device in a climate chamber and no deviations were noted. A 36 hour test run was performed without issue. As the issue could not be reproduced, a root cause was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
(B)(4) received a report that a motor control error was displayed on the s5 double head pump during a procedure. There was no report of patient injury.